Event description:
The customer reported the system displayed a precharge error message. This message will likely prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A system circuit breaker was reset. The system was then found to be operating as intended.